Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope could not drain water sufficiently when replacing the water filter. The filter was not replaced every month and the device was operated for half a year. The issue was found during reprocessing. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: establishment name: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined, as the device was not returned to olympus. The reported issue was related to the facility¿s oer-6 automatic endoscope reprocessor and not applicable to the scope. Olympus will continue to monitor field performance for this device.

Event description:
The event was not caused by the scope; however, the olympus endoscope reprocessor (oer-6) was used when the scope was reprocessed.